Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was with the versacross into the patient and successfully completed the transseptal puncture. After the transseptal puncture was performed, the patient developed a pericardial effusion. The physician performed a pericardiocentesis and auto-transfused the blood back until the patient went to surgery. The physician performed open-heart surgery to treat the effusion and ligate the laa of the patient. The patient did well following this treatment. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050, batch # 0038177127. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (additional device required, surgical intervention, hospitalization or prolonged hospitalization, blood transfusion). Risk review: a risk review was completed and confirmed that the event of pericardial effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was with the versacross into the patient and successfully completed the transseptal puncture. After the transseptal puncture was performed, the patient developed a pericardial effusion. The physician performed a pericardiocentesis and auto-transfused the blood back until the patient went to surgery. The physician performed open-heart surgery to treat the effusion and ligate the laa of the patient. The patient did well following this treatment. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.